Event description:
It was reported that the patient passed away due to the patient's failure to thrive and recurrent gastrointestinal bleeding (gib). The outcome was not considered device or therapy related. The recurrent gib was associated with fatigue, lightheadedness, dizziness, anemia, and dark tarry stools. The gib was treated by discontinuing aspirin, starting omega-3 acid (lovaza), octreotide, and thalidomide.

Manufacturer narrative:
The patient's history of gastrointestinal bleeding was captured under MFR #2916596-2021-07817. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this evaluation. The outcome was not considered device or therapy related. The device was not explanted and will not be returned for evaluation. The heartmate 3 lvas IFU, rev. C is currently available. This IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. Review of the device history records for mlp-024108 showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.